Event description:
The medtronic 530g insulin pump remembers the last method of manual bolus insulin delivery. There are 3 choices for method of manual bolus delivery: normal bolus; square wave bolus; dual wave bolus. I use the normal bolus method of delivery 99% of the time for a manual bolus delivery. However, if I change the method of bolus delivery to one of the other methods (square wave or dual wave) the next time I do a manual bolus delivery the pump appears to default to the last manual bolus delivery method selected. This could result in an inappropriate delivery method for the user. I suggest that the pump setup be modified to: add a pump setup feature that requires the user to select a default manual bolus delivery method and this method will automatically offered as the method of manual bolus delivery, regardless of the manual bolus delivery method last selected. If the user wants to use a non-default method of delivery again the user must deliberately select that non-default method. I believe this would reduce the likelihood of a user receiving an incorrect bolus delivery.